Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that the patient has high lead impedance. The patient reportedly fell down a couple weeks ago. The dcdc code was not known and it wasn't confirmed that it was system diagnostics that was tested. The device was programmed off and the patient was referred for x-rays. The patient is scheduled for a revision but it has not occurred to date.

Event description:
A review of programming history was performed on 09/16/2017. On 05/10/2016 the device was interrogated and programmed several times. The results of the system and generator diagnostics results were limit/high/dcdc 7/eri-no.